Event description:
An endurant ii stent graft system for the emergent endovascular treatment of a 9 cm ruptured abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. It was reported that the patient presented emergently with a ruptured iliac artery aneurysm. The stent grafts were successfully implanted with a good seal upon final angiogram. However, the physician stated that the patient was too sick and lost too much blood. The patient expired later that day.

Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label, unapproved, or contraindicated use (use of device for treatment of a ruptured aneurysm).